Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the heartstart mrx was experiencing ECG bias errors. There is no indication of negative patient impact.

Manufacturer narrative:
(B)(4).